Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to pain. The polyethylene liner was removed and replaced. The modular head and femoral stem were removed and replaced with competitor products.